Manufacturer narrative:
Investigation results: device analysis findings: the 2.00mm x 12mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found no issues and no issues were identified along the entire shaft polymer extrusion. A detailed microscopic examination identified the balloon was torn circumferentially 2mm distal to the proximal markerband of the balloon material. A microscopic examination of the shaft polymer extrusion, markerbands and tip profile were found no issues. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device noted the balloon was torn circumferentially 2mm distal to the proximal markerband of the balloon material, confirming the unreported allegation of balloon material rupture. The unreported balloon rupture was most likely caused by patient's anatomy. The patient's anatomy was mildly tortuous, severely calcified and 95% stenosed lad lesion.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties were encountered. A percutaneous transluminal coronary angioplasty procedure was being performed. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified lesion in the left anterior descending artery. A 2.00mm x 12mm nc emerge balloon catheter was advanced for treatment but could not cross the lesion after multiple attempts. The procedure was completed with an alternative device. There were no patient complications reported. However, returned device analysis revealed a balloon longitudinal tear.